Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited migration resulting in erosion and infection. The patient was noted to have lost approximately 20 kilograms in the previous recent months. The device was then explanted and replaced, however; the electrode remains in service. No additional adverse patient effects were reported.